Event description:
Customer reported issues with the insulin pump. Customer states that insulin pump is alarming. The blood glucose reading is 333 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify a35 alarm due to motor error alarm. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.